Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that while he was using the asnis 6.5mm / 8.0mm instrument set to place an 8.0mm cannulated screw within the si joint of the pelvis. When he used the cannulated drill over the wire as op tech states, the cannulated drill became stuck and pushed the wire further into the pelvis. The wire then became completely stuck and new instruments set was opened.